Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was displayed noise on the right ventricular channel with >3000 ohm pacing impedance measurements noted. Normal impedance readings were obtained with a psa (pacing system analyzer). It was also reported that the physician did not like the placement of the setscrews on the device header.